Event description:
It was reported, ¿experienced doctor with the avanos introducer kit has had problems in the last intervention when closing the suture lock because the biosyn suture brokes in the 4 needles. The doctor has to open a new kit to use only the saf-t-pexy needles to finalize the intervention.¿ per additional information received on 13mar2025, the patients condition is good. The interventions was finalized using t-fasteners from a new kit.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 07 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.